Manufacturer narrative:
Device evaluated by manufacturer: a synergy xd mr ous 2.25 x 28mm stent was returned for analysis damaged, without the stent delivery system, and attached to the customer snare, 0.081 inch vl3 sh guide catheter with a hemostatic valve and 0.014 inch guidewire. The following attributes were examined. A visual examination of the stent found the entire length of the stent was damaged and stretched. The crimped stent od (outer diameter) for batch 25308565 was measured and the maximum and minimum value for the max crimped stent profile was within specification.

Event description:
It was reported that a stent dislodgement occurred. The 90% stenosed target lesion was located in the severly tortuous to severly calcified transradial artery. A 2.25 x 28mm synergy drug-eluting stent was advance to treat the lesion.however, when the device placed from left main trunk to coronary artery the stent was dislodge. The physician use snare to remove the device. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.

Event description:
It was reported that a stent dislodgement occurred. The 90% stenosed target lesion was located in the severly tortuous to severly calcified transradial artery. A 2.25 x 28mm synergy drug-eluting stent was advance to treat the lesion. However, when the device placed from left main trunk to coronary artery the stent was dislodge. The physician use snare to remove the device. The procedure was completed with another of same device. There were no patient complications nor injuries were reported.